Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump charging cord appeared to melt into the charging pad while the charger was on a bathroom counter, after which the pump would not charge and was not functioning properly; the customer expressed concern about a potential fire hazard. Symptoms included no patient injury, no hypoglycemia, no hyperglycemia. Outcomes included shipment of a replacement charger and plans to return the damaged charger for evaluation without hospitalization investigation included collection of incident details and arrangement for device return for engineering assessment. Investigation of this case revealed a suspected charger overheating and thermal damage involving the charger and cord components. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to charger overheating with root cause to be determined upon analysis.